Event description:
It was reported to philips the device was not passing the pacer test. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty processor pca. The repair bench technician replaced the processor pca. The device passed all performance assurance tests and was returned to the customer.